Event description:
A nurse reported that a valved trocar cannula was leaking fluid during a vitreoretinal procedure after insertion. The reporter informed that the valved cannula was behaving like a non valved trocar cannula. The surgeon changed the surgical technique and treated the valved cannula like a non valved cannula. The procedure was completed without consequences to the patient. A product sample has been requested for this case for evaluation.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).